Event description:
I have breast implants I had them 'out' in (B)(6) 2000. (B)(4) allergan. I noticed a large mass on my right breast so my doctor recommended I have MRI. Also was recommended that I would need a needle biopsy because these implants have been recalled. After finding a doctor to finally do the biopsy he recommended that I have the implants removed because of possible bia-alcl. During the surgery the doctor said that the left breast implant was completely broken and pieces were everywhere they had to remove the breast cavity in both breast and both implants. The left breast where I had the biopsy done was still intact they sent off samples of the fluid to pathology. After the surgery I had complications the right breast ended up filling up with fluid and was very painful, I ended up in the hospital for a week while they tried to find out what the fluid was. They had to do another needle biopsy and the collected 259ml in a matter of seconds. After being discharged I had to go home with IV antibiotic treatment for a month. I'm still not feeling 100% still. When I reached out to allergan they really could careless and just offered new implants. I was shocked that all the medical bills that now I have to pay because of their faulty implants. I'm still trying to get some information from allergan and can't seem to get call backs. I recently received a letter dated (B)(6) 2021 to let me know about the recall. I feel is funny and a little late for what I had to and am now going through. FDA safety report ID# (B)(4).